Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was unknown. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.